Event description:
Event description boston scientific received information that an impedance measurement of 2500 ohms was observed on this chronic implantable defibrillation lead. Since 2005 the pacing impedance measurements have ranged from 2200 to 2500 ohms. The shocking impedance has been consistent at 39 ohms.